Event description:
Revision surgery - due to the patient falling and fracturing their femur.

Manufacturer narrative:
The reason for this revision surgery was a fractured femur. The in-vivo length of service for the patient's implant was 9 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All critical dimensions and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. This surgery has been determined to be non-product related. The root cause of this event was a patient fall. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.